Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample observed a slice in the top left corner of the bag where the customer likely drained the contents of the bag, and residue was observed at the base of the spike port. Functional testing was performed and revealed a leak from the spike port cap at the spike port base. The reported issue was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva tpn bag leaked from the middle administration port. This was noted during the filling process step. There was no patient involvement. No additional information is available.